Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has internal noise. Upon triage, the following issue was found: a damaged power cord with exposed copper wiring.

Manufacturer narrative:
One scd 700 was received in failure investigations with a comment of ¿damaged power cord.¿ this has been verified as well, copper wire is exposed. The damage is approximately 3 inches in length. The damage to the power cable has frayed all three internal wires. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.